Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi mode on (B)(6) 2014. After a software download, the device resumed normal function. On (B)(6) 2014, the device could not be interrogated and the patient experienced dizzyness. The firmware was updated and normal device function resumed. On (B)(6) 2014, the device once again went into backup mode and the device could not be interrogated. No intervention was reported.

Manufacturer narrative:
Final analysis found a battery anomaly which contributed to the reported backup operation.

Event description:
New information indicates the device was explanted and returned.

Manufacturer narrative:
Following fields deleted: explant date, device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.